Manufacturer narrative:
Product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient underwent a "lumbosacral MRI." It was noted that both the patient's physician and the manufacturer representative recommended "not to perform the exam." It was stated that the "device was switched off during the exam" and that "after the MRI, the device was found on." It was unknown at the time of report whether the patient had used her programmer to turn the device on. Following the MRI, the patient reported "a different perception of the paresthesia." The patient noted they were feeling "paresthesia" "at the level of her thigh and lateral pelvis." Impedance testing revealed that everything "seemed to be ok." X-ray results indicated that the lead "seemed to be deeper by a few cm" when compared to a previous x-ray. A supplemental report will be filed if additional information becomes available.